Manufacturer narrative:
Additional information has been requested at this time. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to unknown reason. Additional information indicated that this lead was initially attempted to be repositioned as the lead had moved during a previous procedure. However, the physician had difficulty repositioning the lead than usual. Hence, this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received verified that there was micro-dislodgment observed during patient's follow up visit. Furthermore, it was not determined why the physician had difficulty in repositioning the lead initially. No additional adverse patient effects were reported.